Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, mechanically, and electrically. During the visual inspection, a severely twisted inner conductor helix was found close to the is-1 connector pin. The analysis showed that over rotation of the screw mechanism should be considered as cause. The further analysis showed residue of coagulated blood on the inner conductor helix. These coagulated blood remains most likely got inside the lead with a mandrin that was used during the operation. In summary, a deformation of the inner conductor helix was noted the analysis did not show any indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 2 1/2 months, an increase in pacing threshold to 6v @ 0.41ms was reported. The lead was explanted and returned to biotronik for analysis. No worsening of the patient's health was reported.